Manufacturer narrative:
(B)(4).

Event description:
Pt reported signal loss for 2 hours on both rcvr and iphone.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required: remove -- pt reported signal loss for 2 hours on both rcvr and (B)(4). Subsequent to the initial MDR, additional information is available: dexcom was made aware on (B)(4)2018, that on (B)(6)2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for investigation but does not reflect the full investigation confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.